Event description:
It was reported that this patient's device is under advisory for premature battery depletion. Premature battery is suspected and there are plans for explant. The device remains in service at this time. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.